Event description:
The customer contact reported a tubing ruptured while in use with a power injector; subsequently blood loss was noted. The tubing set was being used with a power injector to deliver an unspecified contrast media at a rate of 4 ml/sec. After an unspecified length of time in use, the tubing split at an unspecified location. It was reported that an unspecified amount of blood was lost and an unspecified amount of contrast leaked. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account mgrs were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. The info on reprocessing of the device was requested, however, no response has been received.